Manufacturer narrative:
Based on the information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's alleged chronic pain. Without a lot number a review of the manufacturing records cannot be conducted. When/if additional information is provided a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following allegation was reported to davol by the patient: the patient reported that he had a bard kugel patch implanted in 2009 and since that time he has had pain "in the patch area." Reportedly, doctors have told him that there is no problem. The patient reported that he has other health issues that make it risky for him to take pain killers. The patient has alleged that he is scheduled to have the bard kugel patch removed with exploration of the patch due to his chronic pain, however, the explant date is unknown at this time.

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided by the patient. The additional information included the lot number for the bard device in question. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This additional information does not change the previous results, no definitive conclusion can be made at this time. Remains implanted.

Event description:
The following allegation was reported to davol by the patient: the patient reported that he had a bard kugel patch implanted in 2009 and since that time he has had pain "in the patch area." Reportedly, doctors have told him that there is no problem. The patient reported that he has other health issues that make it risky for him to take pain killers. The patient has alleged that he is scheduled to have the bard kugel patch removed with exploration of the patch due to his chronic pain, however, the explant date is unknown at this time.

Manufacturer narrative:
This is an addendum to the initial MDR's to document additional information provided. The additional information does not change the previous results, no definitive conclusion can be made at this time. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
The following allegation was reported to davol by the patient: the patient reported that he had a bard kugel patch implanted in 2009 and since that time he has had pain "in the patch area." Reportedly, doctors have told him that there is no problem. The patient reported that he has other health issues that make it risky for him to take pain killers. The patient has alleged that he is scheduled to have the bard kugel patch removed with exploration of the patch due to his chronic pain, however, the explant date is unknown at this time. Addendum as additional information has been provided: on (B)(6) 2017 - the patient had a lower abdominal / groin nerve test performed. Per contact, the nerves were intact, no damage noted, however, they reported it appears that the kugel patch is rubbing against the nerves. On (B)(6) 2017- the patient had an abdominal MRI and a CT scan performed. No findings were noted except inflammation in the lower abd area. On (B)(6) 2017 - the patient had an abdominal ultrasound performed. No findings were reported. The contact alleges that the patient has consulted with multiple physicians and they indicated that they believe the mesh has migrated and will have to be removed. As reported the patient does not have any procedure dates at this time, however, is continuing to seek additional medical treatment with additional diagnostic tests to be performed.

Manufacturer narrative:
This is an addendum to the initial MDR to document a correction.(B)(4).